Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet insulin pump repeatedly displayed a restart alert identified as alert 32 consistent with a delivery motor communication error, persisted after user restarts, and the user transitioned to multiple daily injections; a replacement ilet was provided and the original was requested for return. Symptoms included hyperglycemia up to approximately 400 mg/dl with thirst and headache. Outcomes included the need for back-up subcutaneous insulin therapy and temporary discontinuation of pump therapy without hospitalization or professional medical intervention beyond routine guidance. Investigation included device history and complaint record review with user troubleshooting and education. Investigation of this device revealed a suspected internal electronics or communication anomaly affecting the motor processor communication pathway, consistent with a malfunction of the delivery motor communication function. It was concluded that the cause was an electrical or electronic component failure related to device communication.